Event description:
Inbound; pt reports that ms3 pump for generic treprostinil alarms low volume, but syringe still has 0.4 ml remaining, pt requests that both pumps are replaced as well as reporting product complaint for cartridge. No further details provided.